Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): defib conductor distorted.

Event description:
It was reported that during the implant procedure, the coil of the lead looked irregular. The physician had difficulty pushing the lead forward. The lead was not implanted. No patient complications have been reported as a result of this event. The patient's status was reported as "ok".